Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient was losing control of their bladder and bowels since about a month prior to the report. They noted that they did not feel stimulation and the therapy was on. There were no falls or trauma reported. It was noted that the patient lost 40 pounds in the three months prior to the report. This was noted to be a gradual change in therapy and symptoms and the patient would follow-up with their healthcare professional (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that it worked really well until (B)(6) 2016 where they couldn't feel sensation. The patient mentioned that the programming was changed as a step taken to resolve the return of symptoms. It was noted that the 40 pound weight loss and programming led to the return of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.